Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Complaint history for metal on metal complaints is reviewed, based on statistical analysis, during the monthly CAPA meeting. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2008. Subsequently the patient was revised on (B)(6) 2014 due to unknown reasons. This report is based on allegations set forth in patients notice and the allegations therein are unverified.